Event description:
I had a hysterectomy and bladder suspension 2004. Since then sex is very painful and the vagina is always dry. Plus I still leak urine. I thought this was related to age, but I am going to seek other medical help for this, just to make sure everything is ok. I am not sure of the actual day, but hubby did take the kids trick or treating. I can't send this unless I report a death so this did not happen. Dates of use: (B)(6) 2004 - (B)(6) 2011.